Manufacturer narrative:
The user experienced severe hypoglycemia resulting in cardiac arrest and death while using the ilet. This situation can result in life-threatening metabolic decompensation requiring immediate intervention and is consistent with the reported ems response and fatal outcome. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed repeated low glucose alerts in the days prior to the event and no evidence of abnormal or excessive insulin delivery beyond programmed requests. The user¿s caregiver reported challenges with adherence to therapy, including missed meal announcements, failure to respond to alerts, and incomplete supply management. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced a hypoglycemic event with blood glucose reported as low as 30 mg/dl, resulting in cardiac arrest and death. The user was transported by emergency medical services and received emergency treatment. The outcome was death.